Event description:
It was reported that the patient would normally recharge daily for 20-30 minutes, but for the past 4 days the patient has been unable to charge the implantable neurostimulator (ins). It was noted that the ins was ¿charged up,¿ but the patient has had the stimulation turned off for 2 days in order to preserve the battery. It was stated that the patient programmer showed that the ins¿ battery was 3/4th full. It was noted that the recharger battery was flashing 3/4th full, but 2 minutes later would show ¿charge complete.¿ it was stated that the patient would call his ins ¿the politician¿ ¿ because ¿the ins doesn¿t really do anything, it just masks his pain as stimulation by lying to his brain about the pain and shocking it instead.¿ additional information received reported that the patient was able to connect and charge on the day prior to this report and again on the day of this report. It was noted that the ins was taking a charge. Additional information received reported that the patient did not have any concerns with his device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was charging the ins more than expected. It was noted that the problem had started ¿a couple of months ago.¿ it was stated that the patient used to charge every day and it would take him 10-15 minutes to fully charge the ins. It was noted that the patient ¿all of a sudden noticed that the ins is fully charged¿ after having ¿hooked it up.¿ it was stated that the patient then did not charge for 2-3 days. It was noted that on the day prior to the date of this report, after having not charge for 3-4 days, the patient spend 1.5 hours charging and the charge wouldn¿t complete. It was noted that the patient then charged for another 30 later in the day and the device showed full charge. It was noted that when the patient ¿hooked it up¿ on the day of this report, he had to spend 45 minutes to complete a full charge ¿instead of 15 minutes.¿ it was noted that on the day prior to the date of this report, the patient had a ¿really long time charging and decided to finish charging today.¿ it was noted that the patient¿s setting had been changed, but not recently. Additional information received reported that the event appeared to have occurred through product use and there was no patient harm reported.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
Follow up information received from the patient reported that they had no concerns with their device therapy. If additional information is received, a follow up report will be sent.